Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The journal article did not include any analysis of how or if the arista ah potentially caused or contributed to any patient outcome or complications. Bleeding is a known inherent risks of the surgery and adverse event as identified in the IFU included with the product. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (01-sep-2022) based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Used on patient.

Event description:
Per journal article: "a prospective analysis of the effects of a powder-type hemostatic agent on the short-term outcomes after liver resection." This study prospectively assessed the effectiveness of arista for bleeding control when applied intraoperatively to the liver resection surface. A total of 201 patients were enrolled in the study who underwent liver resection owing to malignant hepatocellular carcinoma or benign liver diseases and compared 45 patients who underwent liver resection with the use of arista ah (data were prospectively collected between (B)(6) 2023) to 156 patients who underwent liver resection with the use of conventional hemostatic agents ((data were retrospectively collected between january 2021 and december 2021). The patient subgroup was divided into four categories based on the type of resection and the presence or absence of cirrhosis. Within the subgroup of major resections in non-cirrhotic patients, the arista ah group demonstrated significantly better outcomes compared to the control group, showed lower estimated blood loss (ebl), reduced need for blood transfusions, decreased volume of drain fluid collected within 48 hours, earlier removal of drains, and shorter hospital stays. The other subgroups such as minor resection (both non-cirrhotic and cirrhotic) and major resection with cirrhosis, the differences between the arista ah and control groups in various parameters like ebl, blood transfusion rates, drain fluid volume, time to drain removal, and duration of hospital stay were not statistically significant. The overall complication rate in the arista ah group was 22.4 % (10 patients). Bleeding related complications (4 patients), bile leakage (1 patient), clinically related complications (3 patients) and patients requiring blood transfusions (6 patients). The mean operation time, volume of drain fluid collected in 48 hours after surgery, the time from surgery to drain removal , duration of hospital stay were significantly shorter in the arista ah group than in the control group. The results show that arista ah significantly improved the perioperative outcomes after liver resection. The article concluded that usage of arista ah significantly improved intraoperative blood management and postoperative recovery in patients undergoing liver resection, particularly in non-cirrhotic patients who underwent major resection.